Event description:
It was reported that the patient was seen in the emergency room due to a lead integrity alert (lia) where it was discovered the right ventricular (rv) lead impedance was low and trending down. Six days later, the right ventricular (rv) lead was capped and replaced due to high/unstable thresholds and short bursts of noise with isometrics. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 407645, right atrial (ra) implantable pacing lead; implanted: (B)(6) 2013; model: 429688, left ventricular (lv) implantable pacing lead; implanted: (B)(6) 2013. (B)(4).